Manufacturer narrative:
combination product: yes.Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event.Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections.Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
The Orsiro Mission drug-eluting stent system was selected for treatment of a lesion in an unspecified vessel. It is unknown if a pre-dilation of the lesion was performed. The affected device was introduced into the patient's body but could not cross the lesion. The complaint device was not returned from the hospital.